Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the adc sensor. Customer experienced symptoms described as itching, purulent discharge, and a "slight lump" at the insertion site. The customer had contact with an hcp and was prescribed bilanoa (antihistamine) and keforal (cephalexin antibiotic) for treatment. There was no report of death or permanent injury associated with this event.

Event description:
An adverse skin reaction was reported with wear of the adc sensor. Customer experienced symptoms described as itching, purulent discharge, and a "slight lump" at the insertion site. The customer had contact with an hcp and was prescribed bilanoa (antihistamine) and keforal (cephalexin antibiotic) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been retuned and investigated. Visual inspection was performed, and no issues were observed on sensor patch. No issues were observed with the adhesive. No malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.